Manufacturer narrative:
Note that previous supplemental should have had date (B)(4) 2012 in this box, and was therefore due (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3889-28 lot# v501927 implanted: (B)(6) 2010 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient experienced pain at the neurostimulator pocket site. The neurostimulator was revised on (B)(6) 2011 and it was reported that the patient recovered without sequela the same day.

Event description:
Additional information received reported in addition to pocket site pain, the patient also experienced bruising at the site. The pain was intermittent and the area was tender to touch. The patient couldn't sleep or sit on it, and it felt like the device was just under the skin. The lead was also replaced at the time of implantable neurostimulator replacement.

Event description:
Additional information received reported the implantable neurostimulator was explanted. Patient outcome reported as resolved without sequela.